Manufacturer narrative:
Per the tandem user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Additionally, replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 502 mg/dl that was addressed with a manual correction injection. Reportedly, customer had disconnected at the t:lock/luer lock site and used insulin beyond labeling. Additionally, customer's continuous glucose monitor (cgm) session was not active due to not having replacement supplies.